Event description:
After sewing the valve in health professional noticed a discontinuation of the suture line on inflow of valve. He removed valve and replaced it with another, same brand mitral valve. Surgeon stated that a cautery or needle could have caused the damage, but he didn't feel he had taken a stitch in this area. The valve was returned for analysis.